Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the device failed twice (misfired). There was another item used and they were able to complete the surgery. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The instrument was received partially fired with nine clips remaining. Visual inspection of the instrument noted that one of the jaw legs was out of position. The cam on the jaw leg was not aligned with the driver. Functionally, the jaw leg was reset by aligning the cam with the driver. The instrument was then applied to test media. The remaining clips loaded into the jaws, formed properly, released from the jaws and remained securely attached to test media. The interlock engaged after all clips were dispensed to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of this condition may occur by moving the jaw legs upward and outward with respect to the other leg (when viewed looking straight into the barrel of the instrument), when the handle is at rest. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.